Manufacturer narrative:
Updated analysis summary by (B)(4) on march 16, 2022. Retainer ring = black. On (B)(6) 2021, the customer alleged was hospitalized for high bg, pump error 63 alarm and calibrate now alerts. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08720 inches. No pump error 63 alarm during testing. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Pump error 63 alarm (variable 3) confirmed in the pump history on (B)(6) 2021 at 14:26:05. Peeled off the keypad overlay and found broken pin 6 trace on u1 keypad assembly. History download was successful using thus and carelink upload was successful. In further review of the pump history in the event date of (B)(6) 2021, found multiple calibrate now alert from 00:26:31 until 17:06:36. The test guardian link with the watertight tester communicated properly with the pump noted. No unexpected calibrate now alerts during testing. Device received with pillowing keypad overlay and cracked case behind the insulin pump at the battery compartment. In summary, insulin pump passed required testing. Unable to verify customer alleged for high bg. Customer alleged confirmed for pump error 63 alarm due to broken pin 6 trace on u1 keypad assembly. Customer alleged not confirmed for calibrate now alerts. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08720 inches. Pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures confirmed in the pump history due to broken pin 6 trace on u1 keypad assembly. Pump received with pillowing keypad overlay and cracked case behind the pump at the battery compartment. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicates the customer called an ambulance and was hospitalized on (B)(6) 2021 at 1pm due to high blood glucose reading of 452mg/dl. The customer then used the backup plan. The customer also reported blood glucose reading in the evening on (B)(6) 2021 at 07:30pm bg was at 116mg/dl. The customer reported several bolus delivered, followed by calibrate now alerts with blood glucose readings between 330mg/dl and 552mg/dl. The customer reported feeling weak, thirsty and had a head-ache. The customer reported ignoring the alarms and finally turned off the sensor function. The customer reported she drank a lot of water and did not eat any carbs. The customer also reported nausea and vomiting and was treated by syringe. The self test failed with hardware low level failures alarm. Trouble shooting was completed and all tests then passed. The insulin pump will be returned for analysis.